Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the nurse working with pt in hospital said that starting 2-3 days ago, the pt started having urinary retention symptoms and pt was having to be cathed. The pt did have an MRI on 10/9 but pt indicated they took the ins out of MRI mode the same day and the stimulation (stim) had been on since then. Technical services (tss) did talk with pt directly and pt indicated their usual symptom was urinary incontinence. The pt did have a fall backwards 2 days ago around the time the change in therapy occurred. The pt said they did not impact their tailbone or ins areas. Tss had pt increase their stim and the pt was feeling in target area and stim was comfortable. Tss reviewed that pt should consult with their managing healthcare provider (hcp) when they're out of the hospital about next steps, possibly having their system checked, diagnostics done, etc. Pt was last seen by managing hcp 6 months ago for routine check.